Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded escape, act and down button keypad traces. The back light functioned properly. The insulin pump had minor scratches on the display window, a cracked case at a reservoir tube window corner, cracked battery tube threads, a broken belt clip slot, broken reservoir tube lip, cracked reservoir tube window, cracked case at the reservoir tube window corners and a stained end cap sticker.

Event description:
Customer reported an unresponsive keypad. She also stated the keypad light would not turn on. The customer's blood glucose was 130 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.